Event description:
It was reported that the remote transmission report indicated a low battery voltage on the device possibly due to measurement problem. The transmission was re-submitted again in which the battery voltage corrected itself. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.